Event description:
It was reported that during implant, the lead exhibited unacceptable thresholds. The physician tried to reposition the lead, but the stylet could not be inserted into the lead. The lead was not used, and was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.